Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump was had minor scratched display window and cracked reservoir tube lip.

Event description:
The insulin pump was returned for failure analysis. The reason for the return was unknown. The customer's blood glucose was not provided.